Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers in the station failed. A field service engineer deployed the firewall package remotely, which resolved all drawers except for auxiliary half height 1, where all cubies were still not detected on the bus. The field service engineer reseated the row board and retractor band cables at the drawer and module controller cards. To test the repair, function checks were performed, and no failures were present after the reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had failed and was unusable. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.